Event description:
Spontaneous communication from intravenous remodulin patient and husband, reporting the patient's pump [serial number (B)(4), expiration date not provided] stopped working. They had attempted troubleshooting, made a new cassette and switched to her backup pump before calling. They reported the legacy gave the 'no disposable' error, and that the cassette looked normal, though I cannot say with 100% certainty that it was a pump issue and not a cassette issue. Patient presented issue as having just occurred prior to calling on (B)(6) 2022, uncertain if date of event was confirmed during the call. No other information provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when event occurred is unknown. No additional information is available at this time. The reported product fault occur while in use with the pt. The product issue did not cause or contribute to pt or clinical injury. The actual device is available to be returned for investigation. The device is being replaced. The pt did have a backup device they were able to switch to. The pt was able to successfully continue their infusion. The infusion is life-sustaining. Reported to (B)(6) by pt/caregiver.